Event description:
It was reported that the spikes of an unspecified quantity of clearlink system continu-flo solution sets were "falling out" of solution/medication bags resulting in a leak. This occurred during use of the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The d4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.